Event description:
It was reported that there were unacceptable thresholds and that the lead dislodged and could not be advanced to an acceptable location. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were unacceptable thresholds and that the lead dislodged and was unable to advance. It was further reported that there was intermittent loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned.